Event description:
The customer complained that several tests on their cobas 8000 c 702 module were generating data alarms. One test, gluc3 glucose hk gen.3, did not generate any analyzer alarms and the gluc3 data provided for 2 separate patients were reportable malfunctions. For patient 1 the initial gluc3 result was 14 mg/dl with a repeat result of 124 mg/dl. For patient 2 the initial gluc3 result was 42 mg/dl with a repeat result of 84 mg/dl. The repeat results were from another cobas c501 analyzer and were deemed to be correct. The erroneous results were not reported outside of the laboratory. There was no adverse event. The gluc3 reagent lot was 360979 with an expiration date that was requested but not provided. The provided qc data gave no indication of a reagent or instrument issue. The field engineering specialist determined that the root cause was due to a fluidic failure of the cell rinse nozzle tubing. He replaced the tubing. The customer ran calibration and qc testing along with a precision study. All results were acceptable.